Event description:
During a ventricular tachycardia (vt) ablation procedure, the ablation catheter was unable to advance through the aortic valve and the catheter was pulled back down to the groin. Initially, the ablation catheter was advanced easily through the aortic arch. Issues were noted getting the catheter past the aortic valve. The catheter was pulled back, the curve was changed and then attempted to advance back through the aortic valve. The physician believes this is when the catheter tip broke and got stuck in a curled position. After the steering mechanism broke, an attempt to completely remove the catheter by pulling it back to the groin was unsuccessful as the catheter was stuck. The catheter was advanced and retracted several times between the femoral artery and the aortic arch. The catheter was removed and another of the same type was inserted and force was noted in the groin. Contrast was given which revealed a small aortic tear that created a false aortic lumen. Another contrast shot was done to assess the false lumen, and a clot was noted in the false lumen. Around the same time, a 1-1.5 cm pleural effusion was noted via ice around the left ventricle. A transesophageal echocardiogram confirmed the effusion. Blood pressure was gradually declining, so a pericardiocentesis was performed to stabilize the patient. It was noted that the left leg had lost palpable pulses. The case was stopped and the patient was sent to CT and the hybrid operating room to address the aortic dissection. The patient expired during surgery to repair the descending aortic dissection. There was no abdominal MRI or CT done before the ablation. Angio-contrast shots were done after the ablation catheters were placed and the aortic dissection was noted. The arteries were moderately calcified but no tortuosity, per the physician. The patient has a history of coronary artery disease, right coronary artery infarct and infero-apical left ventricular aneurysm which was the expected site for the ventricular tachycardia (vt) when they came in for vt storm 4-6 weeks prior to ablation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite case study, log files from the tactisys quartz system, 4 images, and 1 video clip were returned. The images and video returned show the distal end of the catheter had been bent proximal to electrode 4. The catheter deflected in both directions when the deflection mechanism was manipulated. The tacticath quartz log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the high contact force values. A review of the CT imaging determined the events to be consistent with a procedure related issue and not due to product performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event remains unknown.